Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. New information added to the following fields: d9, h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the outer tube was twisted/bent by excessive pressure. This is likely the result of excessive mechanical force caused by an impact or fall. However, the distal end burn could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope "oes elite", 4 mm, 30°, hd, autoclavable exhibited a burnt ceramic tip. There were no reports of patient harm.